Event description:
It was reported that the pump battery was not charging. The caller was using a tandem charging cable and a wall outlet but did not receive any power source alert.there was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller to try a different wall outlet, and after doing so, the pump began charging. No further assistance was required.